Manufacturer narrative:
Evaluation results: customer cleaned the probe wipe block. Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer stated the probe of the act-diff instrument was leaking a few drops of fluid on startup and the plt background was failing startup. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) advised the customer to clean the probe wipe block. Start up passed after four runs and no leak was present. Cts advised the customer to replace diluent filters if plt backgrounds continue to fail. No further issues were reported.